Event description:
Ous MDR: one day post implantation, it was reported that the pacemaker was not pacing.

Manufacturer narrative:
Ous MDR: upon receipt, the pacemaker was subjected to a visual and mechanical inspection. The mechanical inspection of the connector system showed no deviation from the specification that might explain and malfunction. All dimensions of the header bore were within is-1 standard specifications. The set screw was effectively contacting the connector pins. The set screw could be easily screwed in and out. Also, the spring element for the electrical contact between the lead connector and the pacemaker channel did not show deviations. A sample lead connector could be inserted and connected easily to the device. Upon incoming inspection the pacemaker stimulated with the following parameters: vvi: mode/80ppm/3.6v/0.4ms/bipolar. The sensitivity was programmed to 1.0mv. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker probed to be fully functional. No documentation was returned confirming loss of pacing or loss of capture. In summary, this pacemaker did not show any sign of material or manufacturing problem. It is completely within its specifications. The pacemaker ws not the root cause for the clinical observations.